Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, deformation device and wear abrasion. Air voids in the gel observed after autoclave cycle. The device is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
No confirmation of explant received. No device information or device received. No lab analysis for this record.

Event description:
This record is un-reporting due to device not PMA approved.